Event description:
It was reported that left ventricular (lv) lead had high thresholds. It was also reported that the right atrial (ra) lead had dislodged. High/unstable thresholds and undersensing were also noted on the ra lead. The physician chose to abandon the left sided system due to an occluded vein. A new system was implanted on the right side. Both the lv and ra lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).